Event description:
I have been implanted with two biomet magnum m2a hip replacement - right - (B)(6) 2007. I have since been experiencing grinding, popping, hip pain, groin pain, thigh pain, severe fatigue, debilitating headaches, livedo reticularis rash over most of my body, as well as a general feeling of being unwell. Having dealt with chronic pain for many years prior to the surgeries, I just kept on trucking along for as long as I could, thinking that perhaps continued pain after hip replacement is just a normal course of events. I have been unable to return to any kind of work due to my pain. My orthopedic surgeon is not the one who did the original replacements. Did hip aspirations on both hips on (B)(6) 2012. He found there was metal debris in the hip. Subsequent blood work shows I have an elevated level of cobalt and a highly elevated level of chromium in my blood serum. I am now scheduled for revision surgery on my left hip on (B)(6) 2013.